Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery. Postoperatively the pt presented with bilateral diffuse lamellar keratitis (dlk). Both flaps were lifted and rinsed at the 2-day post-op visit. The right eye required a second flap lift and rinse 2 days later. Add'l pt follow-up info has been requested from the physician.

Manufacturer narrative:
There has been no evidence of dlk since 02/15/2006. The patient status as of 03/13/2006: the ucva in the right eye is 20/30 and the corneal melt is improving.